Event description:
It was reported that the patient experienced inadequate spinal cord stimulation (scs) and a return of their pre-existing condition due to severe lead migration. Reprogramming was unable to resolve the loss of stimulation to the pain area. Therefore, the patient underwent a lead revision procedure. When the implantable pulse generator (ipg) pocket was opened to disconnect the leads from the ipg, it was discovered that there was an infection at the ipg pocket site (see MFR. 3006630150-2026-01002). Subsequently, the leads were explanted, and antibiotics were administered. The patient was doing well postoperatively. The devices will not be returned as they were retained by the patient.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Brand name: linear? St. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7160384. UDI: (B)(4). A review of the manufacturing documentation for the leads revealed that no anomalies or deviations related to the event occurred during manufacturing. The leads were retained by the patient. As such, physical analysis has not been conducted in our laboratory. However, the labeling review was conducted. A product labeling review did not identify any anomalies. The instructions for use (IFU) states that lead migration, which can cause undesirable changes in stimulation and a subsequent reduction in pain relief, is a known risk of spinal cord stimulation (scs). Additional potential surgical risks include temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage, and, although rare, epidural hemorrhage, seroma, hematoma, and paralysis. A risk review of the linear st lead kit 50 cm hazard analysis was completed and confirmed that the event of migration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support an acceptable risk-benefit for the product. The leads were not returned for analysis. As such, physical analysis has not been conducted in our laboratory. Therefore, with the reported observations and the labeling review, it has been determined that inadequate stimulation was likely a result of lead migration and is a known inherent risk with use of the devices, as documented in the IFU.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Brand name: linear? St, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7160384, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate spinal cord stimulation (scs) and a return of their pre-existing condition due to severe lead migration. Reprogramming was unable to resolve the loss of stimulation to the pain area. Therefore, the patient underwent a lead revision procedure. When the implantable pulse generator (ipg) pocket was opened to disconnect the leads from the ipg, it was discovered that there was an infection at the ipg pocket site (see MFR. 3006630150-2026-01002). Subsequently, the leads were explanted, and antibiotics were administered. The patient was doing well postoperatively. The devices will not be returned as they were retained by the patient.